Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.